Event description:
Additional information was received regarding the reported event (clogged nozzle/ weak air supply): the reported event was observed during an unspecified diagnostic procedure. Reportedly, the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with the detergent solution. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to inadequate cleaning. In addition to the reportable malfunction documented in b5, the additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive on the bending section cover and the universal cord had scratches, and the control unit had discoloration. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope, had a clogged nozzle. There were no reports of patient harm. During the device evaluation, it was found that the tip of the nozzle and the tip of the plastic distal end cover both had foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.